Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3877-45, lot# 0205296930, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead (0205296930) found that conductor #0 was broken 2.8 cm from the proximal end.

Event description:
The health care provider via a manufacturer representative reported that the patient had high impedances after extension replacement. The patient's implantable neurostimulator (ins) and extension were replaced and after connecting the new extension, all impedances were high. The troubleshooting done was cleaning of the lead with no result. The intervention taken to resolve the issue was that the lead was replaced and the issue was resolved. The patient status was alive with no injury.

Manufacturer narrative:
Updated.